Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at the implant site; as well as headaches, dizziness and nausea. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed november 12, 2015.